Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately seven (7) months and twenty three (23) days, was explanted due to unknown reasons. The explanted device was replaced with a 25mm same model pericardial valve. Explanted device will not be returned as it was discarded. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.

Event description:
Additional information received indicates this valve was explanted due to an ascending aortic aneurysm. CT scan showed a contained dissection. The patient also has a type b dissection as well as penetrating saccular aneurysm of the thoracic aorta. The patient required a bentall procedure and replacement of the aortic valve. The patient was transferred to the ICU and had tolerated the procedure well. There were no reported complications. The patient has a history of hypertension, hyperlipidemia and aaa stent repair (B)(6) 2014.